Event description:
A patient self-reported complications after hiatal hernia repair with a tif procedure in february 2020 with ovitex 1sr. The patient reported experiencing dysphagia for approximately 10 months and underwent additional surgery (time unknown). The patient reported potential device embedment and scar tissue at the esophagus.

Manufacturer narrative:
This follow-up report is to add additional information in d5, d8, and d9.

Event description:
A patient self-reported complications after hiatal hernia repair with a tif procedure in (B)(6) 2020 with ovitex 1sr. The patient reported experiencing dysphagia for approximatley 10 months and underwent addtional surgery (time unknown). The patient reported potential device embedment and scar tissue at the esophagus.

Event description:
A patient self-reported complications after hiatal hernia repair with a tif procedure on (B)(6) 2020 with ovitex 1sr. The patient reported experiencing dysphagia for approximately 18 months. The patient underwent multiple surgical and diagnostic procedures to attempt to address these symptoms.

Manufacturer narrative:
An investigation update is provided below: upon review of medical records provided by the patient, it is unlikely that the ovitex device caused or contributed to the issues noted in the original report. The patient reported a complex medical history prior to hernia repair with ovitex. The initial procedure was also conducted together with a tif procedure that implanted multiple permanent fasteners. Multiple endoscopies showed no injuries to the esophagus and that the tif valve was intact (4 and 6 months after initial surgery, respectively). During a on (B)(6) 2020 (10 months post-op) endoscopy, an extruded suture was removed but no extruded mesh was noted. On (B)(6) 2021 (17 months after initial surgery) the tif was attempted to be reversed. No records are available after this time. A batch record review of the lot utilized in the original procedure showed no non-conformances or anomalies that may have caused or contributed to the issue noted.